Event description:
This is a case report received through baxter (B)(4) afterhours service on (B)(6) 2012 from a home patient (hp). Reportedly, the homechoice (hc) unit sounded a system error (se) 2240 during dwell 6 of 6. The hp was connected to the machine. The technical service representative (tsr) had the hp cycle the power to the hc. The tsr informed the hp to start over with new supplies or perform manual therapy to complete the therapy. The tsr instructed the hp to inform their renal nurse of se 2240. There was patient involvement but no patient injury or medical interaction reported.

Manufacturer narrative:
(B)(4).the system error 2240 (air in line) is not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed.